Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro device would not turn off during branch ligation while in the pt's leg. The harvester pulled out the device, exchanged it with another to successfully complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tri-heater wire assembly (cutter wire) on the hot jaw was burnt, indicative of overheating, and the cold jaw boot showed damage where a piece of the hot jaw boot insulation broke off. The device was connected to a reference power supply and extension cable. When the power supply was turned on, the hemopro's jaws glowed red, even though the activation toggle was in the "off" position. This failure was due to a defective micro switch in the hemopro handle. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot #.